Event description:
On 2nd march 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500/700. As it was stated, corrosion has built up and paint was peeling from double fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust or paint particles falling off into sterile field or during procedure may cause contamination. According to information provided by technican, defective pwd 700 - s/a df video fork (part number: ard368311998) was replaced.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 500/700. As it was stated, corrosion has built up and paint was peeling from double fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust or paint particles falling off into sterile field or during procedure may cause contamination. According to information provided by technican, defective pwd 700 - s/a df video fork (part number: ard368311998) was replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification due to rust occurrence and paint peeling. Such a scenario could be considered as technical deficiency, and in this way the device contributed to the event. Provided information indicates that upon the event occurrence, the device was not being used for patient treatment. According to the information gathered, the issue was discovered by getinge technician during performing the preventive maintenance activities. When reviewing similar reportable events registered for the issue of paint peeling and rust occurrence on powerled and hled surgical lights it was confirmed that in the last 5 years there is one event which led to the serious injury. Comparing the number of claimed devices to the number of devices sold worldwide, we can assume that the failure ratio of paint peeling and rust occurrence is moderate. A technical evaluation was performed by subject matter experts at the manufacturing site and documented under factory investigation report 2022-225-a. The photographic evidences show rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by : - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. - the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environnemental condition for use, the relative humidity must be between 20% and 75% (nu powerled 01581 en 09, page 17). To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages (nu powerled 01581 en 09, page 20). The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning (nu powerled 01581 en 09, page 35-37). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d4 catalog # and model # deems required. This is based on the internal evaluation. Previous d4 catalog # and model #: ard568370932/ard568370933. Corrected d4 catalog # and model #: ard568370932/ard568350933. The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 05/09/2012. Corrected h4 manufacture date: 08/18/2011.

Event description:
On 2nd march 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, corrosion has built up and paint was peeling from double fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust or paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.